Event description:
Pt required foley cath. A bard #16 french was used. When time to discharge, they could not get the bulb to deflate, to remove. The catheter was cut and bulb still would not deflate, causing the md to have to manually remove. Pt had one episode of pink urine. After observation, pt was voiding clear urine and was later discharged.